Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a constant increase in capture thresholds and a decrease in sensing thresholds. Fluoroscopy showed a very subtle lead dislocation. When the pocket was opened, the lead was found to be stable in its position. A new sense/pace lead was added.